Event description:
Had port a cath inserted 11/96. In may started experiencing pain after chemotherapy treatments (getting navelbinen iup). Developed cellulitis about 3" right porta cath insertion site. X-ray with dye revealed an opening in port a cath at that area. Catheter removed surgically.